Event description:
It was reported that the ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator had a faulty display. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. The service engineer inspected the device. The se replaced the graphic user interface (gui) central processing unit (cpu) and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Evaluation codes result and conclusion. Device evaluation summary: the graphical user interface (gui) printed circuit board (pcb) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.